Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the t14 catheter and will still use the shorter t14 some of the time since she can't reach far enough with them due to her change in body size. She switched back to using a 14 inch long catheter product most of the time because she could reach her bladder easier for draining.

Event description:
Intermittent catheter patient (user) said she is getting a recurring urinary tract infection (uti) concurrent with catheter use because the catheter is too short and she is not emptying her bladder all the way. During follow-up, the patient said she was prescribed antibiotics for the uti's, took them, and recovered fully.